Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the(B)(6) 2012 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the (B)(6) 2016. During this period the device recorded nonsensical duration data suggesting the user was powering off the device by removing the pad-pak instead of switching off the device via the on/off button. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The manual power ups may suggest the device was switching on automatically and the user was intervening by turning the device off, initially via the on/off button, then by pulling pad-pak. Corrosion was found on the membrane tail including on the track of the power on/off button. This corrosion was found to prevent the device from switching off via the on/off button. The fault could not be replicated with a known good membrane installed. This corrosion indicates the device had been stored in adverse conditions. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.